Manufacturer narrative:
The device was returned for evaluation. The report of "check probe error" displaying was confirmed. During the inspection, it was found that the transducer failed the probe check test and continued activating. Without a probe attached to the transducer it shouldn't activate. The exact root cause of this failure could not be determined. It could be related to the age of the transducer or how many sterilization cycles it has been through. The troubleshooting section of the instructions for use states potential causes of the check probe/error indicators lighting up red could be the transducer may have malfunctioned. To remediate, reboot the generator by turning power off/then back on and plug in a second transducer to the generator. As a preventive measure, the instructions for use (IFU) indicates a back-up transducer and probe should be sterilized and available prior to beginning a procedure. Perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. Thoroughly inspect all electrical cables and probes before each use. Do not use if there is any evidence of deterioration. Replace if any damage or excessive wear is observed. Inspect the transducer plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc. ). After each use or prior to cleaning and sterilizing, carefully inspect the transducer and cable for tears, cracks, or other signs of damage. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and / or an adverse effect on the procedure could result. In addition, the transducer has a typical product life of 100 uses, however, if the performance of the transducer is adequate it may continue to be used.

Event description:
The manufacturer was informed that during a percutaneous nephrolithotomy (pcnl) procedure, the doctor was using the transducer (spl-t) when the generator indicated a check probe error and an error on the system. It was reported that the probe was attached to the transducer and troubleshooting methods were tried but the device had the same issue. The patient was awakened and the intended procedure was cancelled. There was no patient injury reported.